Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sales rep (B)(4) phoned (B)(6) 2024 at 11:19. Customer informed her today. The needle snapped where it's fixed to the work channel. Lot confirmed. As per cc form : needle broke at working channel here needle is attached (B)(4). Q28: was the stylet partially removed when advancing the needle into the target site? Yes. (B)(4) - MDR#3001845648-2024-00094).

Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: 1 unit of lot number c2107637 of echo-hd-19-c was returned for evaluation with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 12 march 2024 under complaint file (B)(4). On evaluation of the devices the following observations were made: visual inspection: stylet returned separately, styled examined and no issue observed, functional inspection: sheath extender able to advance and retract without issue, needle handle able to advance and retract without issue, sheath and the needle observed to be broken proximally below sheath extender, needle removed from the device with difficulty, it should be noted that this file is related to another complaint files. For details of the other investigation please refer to(B)(4). Manufacturing records prior to distribution, all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c2107637 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet, q28 from additional information provided ¿was the stylet partially removed when advancing the needle into the target site? Yes¿. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause was established. The stylet should not be partially removed prior to advancement of the needle into intended targeted site. As per the answer supplied to one of the standard questions, the stylet was partially removed which contravenes the instructions for use in ifu0077. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary complaint is confirmed based on customer and/or rep testimony. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-aug-2024.